Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 07-mar-2020, UDI#: (B)(4) ; product ID: 977a260, serial/lot #:(B)(4), ubd: 09-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient thinks she has a loose wire or something. Patient further explained that she has noticed a difference in the way the ins is operating because she has to go "way and above where it is set" (stimulation settings) and if she moves she gets a sudden jolt. Patient states "picture a flickering light, when they are ready to go out" is how she feels. Patient noticed the issue around (B)(6) 2018. This was considered a sudden change in therapy/ symptoms. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Section information references the main component of the system and other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: 2017-(B)(6)explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: 2017 (B)(6) explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient was scheduled to see their healthcare provider on 2018-oct-16 for reprogramming. No further complications reported.

Manufacturer narrative:
Section d11 information references the main component of the system and other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: 2017-(B)(6) explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: 2017-(B)(6)explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient's adaptive stimulation settings were adjusted and they felt much better at the end of the programming session. No further complications reported.